Event description:
A caller reported a malfunction on the pump, specifically malfunction code 9, with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.